Event description:
It was reported that a tandem mobi cartridge alarm occurred during the pump's load process. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the issue with cartridge alarms and arranged to replace the pump, sending instructions and a pre-paid return label for the problematic pump. The customer understood the instructions and the procedures to follow upon receiving the replacement pump.